Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was prematurely separated from the delivery catheter and also dislodged post tether mode. Misaligned tethers were also noted on the delivery catheter. The lp was not implanted during procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
Related manufacturer reference number: (B)(4).

Event description:
It was reported the patient presented for a leadless pacemaker (lp) related procedure reported in manufacturer report number (B)(4). During the procedure and implant attempt of the replacement lp, it was noted that the replacement lp prematurely separated from the delivery catheter at initial positioning. Due to the early release, the helix was not properly fixated to the tissue resulting in the lp becoming dislodged. The lp migrated to the pulmonary artery where it was successfully retrieved. Upon examination, misaligned tethers were noted on the delivery catheter. A competitor transvenous pacemaker was implanted at a later date. There were no patient consequences.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter at initial positioning. Due to the early release, the helix was not properly fixated to the tissue resulting in the lp becoming dislodged. The lp migrated to the pulmonary artery where it was successfully retrieved. Upon examination, misaligned tethers were noted on the delivery catheter. No replacement device was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed. As received, a catheter was returned in one piece with blood noted at the distal cap. Visual inspection found the tether control knob was in aligned position, but the bullets were misaligned. X-ray examination did not find any anomalies. The tether bullets being misaligned while the tether control knob was set to aligned position could have contributed to the events reported in the field.

Manufacturer narrative:
The reported events of premature separation and failure to align were confirmed. As received, a catheter was returned in one piece with blood noted at the distal cap. Visual inspection found the tether control knob was in aligned position, but the bullets were misaligned. X-ray examination found the release tether slipped from the release screw. The cause of the reported event was due to slipped tether.